Event description:
It was reported the patient could not adjust stimulation and the programmer displayed an "in the box" icon. While the stimulation was turned on the patient felt a burning sensation at the lead site. The burning sensation went away on its own without having to turn the stimulation off. The patient indicated that since the burning sensation occurred she has not been able to use the patient programmer on the left internal neurostimulator (ins). The right ins was functioning correctly. The patient indicated she was in a car accident years ago but did not specify that any tests were performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).